Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that when using the bd pyxis¿ es server, multiple pyxis devices were down across nine facilities. All es pyxis devices were reported as nonfunctional. The customer placed all devices into critical override mode. End users reported that medications were not displaying and orders were not crossing from epic to pyxis. The it team indicated that orders were not communicating back from the pyxis server. There were no delay or adverse events or injuries reported based on this event.